Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated failure handset button stuck error was not confirmed. ¿ received on 05-dec-2024 into bd san diego operation¿s lab. Pca unit was received unboxed and with paperwork. ¿ visual inspection has not confirmed the stated issue. A test pca handset was connected to the pca unit. No pcu handset error flashed. Pca when tested along with asm binary switches passed. Dose request button tested good. ¿ downloaded error logs and found error 357.6780. This error is a failure associated with the pca handset. The error occurred at the customer site this was caused by the customer's handset. ¿ device to be returned to san diego repair center for processing. ¿ no repair required by bd san diego repair center. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had pca handset stuck error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had pca handset stuck error. There was no patient involvement.